Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had (B)(6) and burkholderia cepacia infection in pump cable back in (B)(6) 2018. The patient experienced symptoms of dyspnea at rest aggravated by physical exertion, feeling of lack of air, dry cough, elevated body temperature, and purulent drainage at the exit site of the cable. Bacteriological inoculation of the separated wound was taken. The patient was given antibiotics, change of bandage in cable exit site, aspirin and warfarin, hourly thermometry, detoxification therapy, echocardiography, and blood tests.

Manufacturer narrative:
Section a2: patient age was estimated based on age at time of implant. Manufacturer's investigation conclusion: the patient expired (referenced in MFR#2916596-2021-02993). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: patient experienced infection starting (B)(6) 2018, not (B)(6) 2018.